Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000097182. A patient underwent a lead revision was reported to abbott. X-rays confirmed the lead was fractured resulting in high impedances. As a result, the patient's lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that lead diagnostics showed that the 1-8 lead had all high impedances. X-rays were taken and showed the lead was fractured. Surgical intervention was undertaken wherein the leads was explanted and replaced. Effective therapy was restored.